Manufacturer narrative:
Plant investigation: there was no on-site evaluation of the unit performed by a fresenius regional equipment specialist (res) and no parts were returned to the manufacturer for physical evaluation. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the serial number of the 2008t hemodialysis (hd) machine in question was not known. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist and release procedure" p/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility nurse reported that approximately 3.5 hours into a patient¿s regularly scheduled 4 hour hemodialysis (hd) treatment, the connection from the external transducer protector on the bloodline became loose and detached from the hd machine causing a blood leak. The patient¿s blood had backed up into the venous pressure transducer port. The hd machine did not alarm. The patient's estimated blood loss (ebl) was noted as being approximately 100 ml (milliliters). The transducer protector was replaced and the patient was able to complete treatment on the hd machine without further issue. The patient did not experience any ill effects or adverse events as a result of this event. There were no observed defects with the bloodlines which may have caused the connection to become loose. The bloodline device was not available to be returned to the manufacturer for evaluation as it was discarded. The machine was not removed from service and no repairs were made on the machine.